Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose was 35, 112, 80 mg/dl. The customer was treated with apple juice, ice cream, food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer low blood glucose troubleshooting was performed. Low blood glucose was not detected by sensor due to sensor updating. The insulin pump will not be and sensor will be returned for analysis.